Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before surgery during set-up, hair was noticed in the sealed package. There was no patient involvement. Surgery was completed with a back up implant without delay. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the product returned. As per the visual inspection, the inner package confirms there is a hair-like object within the package. The seal around the package has not been compromised. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.